Manufacturer narrative:
The customer declined ge healthcare service and replaced the microswitch. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an inability to switch ventilation modes as expected. There was no report of patient injury.